Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Only the distal portion was returned in three pieces. Several abrasions were found between and underneath the rv and svc shock coils. However the etfe coatings in these areas were intact. Multiple external abrasions consistent with friction to another implanted device were also noted. The etfe coating of the svc cable was damaged between 29.4- 30.2cm from the distal tip. The etfe coatings in all other abraded areas were intact. The reported noise could not be confirmed.

Event description:
It was reported that a non-compliant patient presented to the ER due to device at eol. Noise was observed on the leads. The noise was reproducible with isometrics and pocket manipulation. The lead was explanted and replaced.